Event description:
It was reported via repair work order that the bed lost all motor functions due to microswitch calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.